Event description:
Customer reported he was having difficulty with the sensor. Customer was advised by his doctor to use the enlite sensor with his insulin pump, even though it was an off label. Sensor only last three and half day. Customer's blood glucose was at 49 mg/dl and senor was indicating 130 mg/dl. Customer reported he had a major hypoglycemic episode blood glucose was 250 mg/dl and sensor was 100 mg/dl. Customer overestimated how many carbohydrates he in took and was very brittle diabetic. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.